Manufacturer narrative:
(B)(4). Two (2) unused sets (one set in original package and second set had been removed from package) were received in reference to damaged. Upon visual inspection, both sets contained kinked tubing near the tack weld on the patient line. The report was confirmed in the lab for damaged due to kinked tubing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Based on the information obtained from baxter's investigation, the root cause of the kinked tubing was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A homecare service representative reported that a customer reported tape that connects to the cassettes was melted on all 6 pieces. On 12 oct 2010, product surveillance spoke with the home patient's (hp) wife who stated the tubing was kinked and creased so they cannot use the product. The hp's wife stated all kinks/creases in tubing were noticed before use. The hp's wife stated it almost appeared as if they were "packaged wrong." No patient injury or medical intervention was reported. No further information is available.